Manufacturer narrative:
The device was received at the local service facility for investigation. Tsr provided: "repair details: or 10661048 sn (B)(6). Ref (B)(4). Fault: e2 error. Repair level: 0 action taken: change control board and led module. Switch to calibration bench. Tests: function test general inspections qip" the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event and loss of light.

Event description:
It was reported that there was a thermal event and loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.